Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 had failed and could not be recovered. A field service engineer (fse) removed the rear panel and observed that all light emitting diodes (leds) indicated normal function. As a corrective action, all cables on drawer 2.2 were reseated and the station was rebooted. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 d1 not detected on bus. The customer attempted to recover the failed storage space and rebooted the station as a troubleshooting step. Additionally, they had turned it off for 10 minutes and unplugged and replugged it, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.